Manufacturer narrative:
Initial and final MDR 1883807 - device 3 of 3 e1: patient country: united states.

Event description:
Unomedical reference number (B)(4) event occurred in the united states it was reported that the patient encountered three infusion set cannula were crimped within 3 hours of insertion on (B)(6) 2024. The insertion site was at side of abdomen. The site area impacted by creating a hole in stomach. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion and regularly rotated the site location. No further information available.